Manufacturer narrative:
Duplicate of pr (B)(4).

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked it was reported by customer that cathena catheters in which the blood backflow prevention device is not working. Verbatim: rcc received a complaint via email. Email(s) attached. We have an apparent lot of cathena catheters in which the blood backflow prevention device is not working. Several sticks by various nurses, all with the same product lot #, have resulted in blood flowing out of the catheter and all over the patient at the stick site.